Manufacturer narrative:
The production device history record (DHR) for the iabp involved in the event was reviewed. There were no non conformances in the DHR related to the reported event. The company service representative evaluated the unit and was unable to duplicate the reported event (shutdown of unit). However, after review of the fault log, code #116 was found (fault log code indicating ui base and ui head are unable to communicate). The service representative replaced the suspected part/component (cable, coiled cord part number 0012-00-1801). The device was functional and safety tested, and released back to the customer. The replaced coil cable was returned to the manufacturing facility ((B)(4)) for further evaluation. The technician visually inspected the returned cable and did not observe any damage. The cable was then inserted into a cardiosave test fixture and tested to factory specifications. The technician could not verify the failure (shutdown of unit). The cable was found to pass all tests. Internal complaint reference number: (B)(4).

Event description:
It was reported by the customer: during therapy the cardiosave intra-aortic balloon pump (iabp) shutdown when unplugged (i.e., not running on a/c power). Further, the customer reported the therapy was continued with another iabp. The patient passed after therapy was completed. The patient death was not attributed to the device per the customer.